Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® low profile one-piece abutments 4.1mm(d) x 3mm(h) (ilpc443u) was returned for investigation. Visual inspection of the as returned product identified fracturing of the abutment-merged screws. No signs of significant damage or deformation were noted. Functional testing to recreate the reported event could not be performed due to the nature of the devices being single use & event. No pre-existing conditions were noted on the per. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed for the reported product by lot number, as the product lot number is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the reported products (ilpc443u) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loosening) or devices (ilpc443u). Therefore, based on the available information, the loosening malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: report type: checked "follow-up."

Manufacturer narrative:
It was reported that the abutment loosened. The abutment screw was retightened. There is no report of patient injury. This report is being submitted to report (B)(4). The reported device has been received for evaluation. The investigation has not yet begun. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the abutment loosened. The abutment screw was retightened. There is no report of patient injury.